Event description:
During a right shoulder arthroscopy a portion of the distal end of the cannula broke off in teh patient's shoulder and was not retrieved. No surgical./medical intervention was required at that time.